Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that the device had illuminated its service led and would not respond to on/off button presses when attempted. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Event description:
A customer contacted physio-control to report that the device had illuminated its service led and would not respond to on/off button presses when attempted. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The cause was isolated to the system and power pcb assembly. Physio product analysis center further evaluated the removed parts and was unable to duplicate the power on/off issue. Further root cause of the reported issue could not be verified.